Event description:
It was reported to philips the device did not shock. A "pads/paddles cable: cable failure" error was seen in the logs. The device was reported to be in use on a patient, possibly causing a delay in life saving therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The only additional information the customer provided is no patient was impacted and a defibrillator was quickly made available to perform the cardiology procedure. A philips repair bench technician evaluated the device and was unable to duplicate the issue. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device did not shock. A "pads / paddles cable - cable failure" error was seen in the logs. Additional details have been requested. The device was reported to be in use on a patient, possibly causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.